Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 pocket a5 failed to stay closed, which located on mey05. The customer attempted to recover storage space, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) communicated with customer and confirmed that the pharmacy staff resolved the issue by removing and recovering the failed cubie pockets. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.